Event description:
As reported in a literature publication, routine use of debris aspiration before retrieval of distal filter protection devices in carotid arterial stenting: analysis of captured debris and evaluation of clinical results. One patient in the conventional method group suffered aphasia when slow-flow was observed after post-dilatation; then 5 minutes after retrieval of the filter, the aphasia resolved completely.

Manufacturer narrative:
Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2014-00071 and 9616099-2014-00420 complaint conclusion: as reported in a literature publication, routine use of debris aspiration before retrieval of distal filter protection devices in carotid arterial stenting: analysis of captured debris and evaluation of clinical results. One patient in the conventional method group suffered aphasia when slow-flow was observed after post-dilatation; then 5 minutes after retrieval of the filter, the aphasia resolved completely. (B)(4). The product remains implanted in the patient and are thus not available for evaluation. The sterile lot number of the precise stent was not provided, therefore, no review of manufacturing documentation could be performed. Aphasia, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. The symptoms of a tia such as aphasia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. There is no evidence that the event was related to a manufacturing issue, therefore, no corrective action will be taken.